Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and the insulin pump also had motor error. Customer's blood glucose value was 436 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.